Event description:
A pt was placed in subject device immediately after being born. The attending nurse left the room, where the mother was asleep in the bed next to the infant warmer, and observed that the side panels were up and in locked position when she left. When the nurse returned to the room a few minutes later, she found that two side panels had fallen to the floor. The infant remained in the bed and did not sustain any injury. The hosp indicated that there had been two previous similar incidents which they did not report to co. The hosp stated they do not perform preventative maintenance on the beds. The subject unit was approx two and a half years old. The bed was returned to co and is still being evaluated. A follow up report will be submitted when add'l info becomes available.

Manufacturer narrative:
Explanation of conclusion code "200": no specific conclusion regarding the cause of the reported event could be confirmed. Customer reported that the corner block fell off the iws 3500 bed & two side panels fell to the floor. The iws 3500 bed and corner blocks were returned from the customer. From the lot number of the bed and the serial number of the iws warmer it was determined that the unit was built in 1994. Initial findings indicated that the bond between the plastic bed and the metal inserts had failed. Over the last three years the molded plastic around the diagonal knurls & undercuts of the metal inserts had spearated. This condition could have resulted from one of the following factors: a. Chemical attack from unapproved cleaning agents or improper usage of an approved cleaning agent. If the cleaning agents attacks the plastic bed or if the cleaning agent is trapped between the corner block and the bed corners crazing of the plastic bed can occur. B. Supplier's process error (not confirmed or acknowledged by the supplier). C. Mechanical damage or misuse by the customer. The corner may have banged into the walls or against other equipment. The unit may have been pulled or pushed around by the plastic sides, thus applying excessive stress to the molded inserts. Also, excessive weight or pressure may have been applied to the bed sides when in the upright position. Each factors were further evaluated. Factor related to the vendor facility was analyzed, it was determined that the vendor has not changed its process, all the parts are ultra-sonic welded, even if the part required rework, this would be accomplished prior to painting. Sample parts at the vendor's facility were checked for rotational torque, and molded holes were measured. Nothing was found to be out of spec. Chemical deterioration was ruled out, there were no signs of discoloration, the plastic around the inserts were not crazed, and no chemical residue could be found on any parts. These would have been the signs of chemical attack. Mechanical damage was not rejected, because over time period this unit could have experienced misuse. I am unable to confirm the exact cause for this failure but improper use of this equipment is most likely to have caused this problem. Corrective action: units in-stock were checked and no problems were apparent. None of the molded areas around the inserts showed any defects such as cracking, crazing, discoloration or incorrect installation. Again, the complaint/fsr database was queried; three complaints (including this one) as noted in the attached complaint have been reported in the last year. The first two were confirmed to be related to chemical deterioration of the molded plastic around the metal insert. This MDR will be closed but monitoring of this product will continued.